Event description:
It was reported that during an in-office visit it was difficult to interrogate this cardiac resynchronization therapy pacemaker (crt-p) since device kept firing in the presence of the magnet. Tachy therapy was program off so magnet was no longer needed. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.